Event description:
It has been reported that the needle 26x3/8 ib has been found experiencing four occurrences of clogged needles during use. The following has been provided by the initial reporter: material no: 305110; batch no: unknown. It was reported that the syringes seem to be "air locked" and cannot be used to obtain insulin from vial. Event description per email states: description of issue: contact reports that syringes seem to be ""air locked"" and cannot be used to obtain insulin from vial. Number of occurrences: 4 did the customer insert the needle into the cartridge and encounter fill resistance? No. Item number choose one: 26 g, 3/8¿ needle ¿ 305110 product lot number: m257410 for bd product only, are samples available for investigation? Yes. Did issue cause any injury? If yes, what type of injury? No. Medical intervention needed? If yes, who was the 3rd party and what was the assistance/treatment? No.

Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. H3 other text : see h.10.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It has been reported that the needle 26x3/8 ib has been found experiencing four occurrences of clogged needles during use. The following has been provided by the initial reporter: material no: 305110, batch no: unknown. It was reported that the syringes seem to be "air locked" and cannot be used to obtain insulin from vial. Event description per email states: description of issue: contact reports that syringes seem to be ""air locked"" and cannot be used to obtain insulin from vial. Number of occurrences: 4. Did the customer insert the needle into the cartridge and encounter fill resistance? No. Item number choose one: 26 g, 3/8¿ needle ¿ 305110. Product lot number: m257410. For bd product only, are samples available for investigation? Yes. Did issue cause any injury? If yes, what type of injury? No. Medical intervention needed? If yes, who was the 3rd party and what was the assistance/treatment? No.